Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message and an occlusion alarm occurred. Additionally, it was reported that multiple altitude alarms occurred and the alarms were unable to be cleared. Customer's blood glucose ranged from 155-252 mg/dl. Reportedly, customer had an alternate pump for insulin therapy.